Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) left to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the reported issue was confirmed and replicated. No visual failures related to the reported problem were found during inspection. Functional testing on a single fixture test platform (sftp) system resulted in failing axis 7 motor and pot. An applied behavioral analysis (aba) swap was performed on axis 7 motor and pot. The complaint was confirmed based on failure analysis. The probable root cause is attributed to electrical and fiberoptic defect pertaining to the axis 7 motor and pot of the mtm per findings from failure analysis of the returned mtm.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 23017 occurred when the system powered up. The tse explained that the error pointed master tool manipulator left (mtml) on surgeon side console (ssc) 1. The ssc 1 was turned off, and the customer continued with another ssc. The system was functioning normally with one ssc. The procedure was completed with no reported injury.